Event description:
The customer stated that she rec'd a high control result of 188 mg/dl. The normal control range is 95-131 mg/dl. While troubleshooting, it was discovered the meter was showing an extra segment in the tens position. Based on this, the control test result may have actually been 108 mg/dl. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.